Event description:
It was reported that a patient experienced peritonitis, manifested by cloudy effluent, coincident with peritoneal dialysis therapy. On the same day, the patient was hospitalized for the event and discharged eight days later. The patient was treated with unspecified antibiotics (dose, route, frequency, and duration not reported) for peritonitis. The action taken with dianeal therapies was not reported. At the time of this report, the patient was recovered from the event. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as cmplnt-(B)(4) and cmplnt-(B)(4).